Manufacturer narrative:
The valve was reportedly explanted due to perforations and an "open" cusp causing regurgitation. Two tears were present in the base of cusp 1. There were degenerative changes throughout the tissue of all three cusps, including at a tear site. Outflow pannus was noted at stent post 2, which locally impacted mobility of cusp 2 and potentially contributed to cusp 1 remaining in an "open" position. However, the free state of the cusps, without physiological pressure applied, is not indicative of actual leaflet coaptation or valve function and therefore the relationship between the "open" cusp and the regurgitation observed could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence of infection, the tears observed are consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation revealed mild loss of collagen at one of the tear sites, which could have contributed to the tear. Furthermore, the pannus noted on the outflow surface had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. The tears, and any potential lack of coaptation due to the outflow pannus, were possible contributing factors to the reported regurgitation.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, an avr and an mvr were performed, and a 27mm epic stented porcine heart valve w/flexfit system was implanted in the patient's mitral position. An abbott sizer was used in the surgery. Mitral regurgitation was confirmed in the echocardiogram, and a re-do mvr was performed on (B)(6) 2020 in which the epic valve was explanted and a competitor's valve was successfully implanted. Upon explant, perforations were confirmed from p2 to p3 and on p3. Also, the posterior cusp remained open which was causing regurgitation. The patient is in stable condition postoperatively.